Event description:
The report received indicated that a patient was admitted with a tight lesion at the proximal left anterior descending (lad) artery. The physician intended to use a 3.0mm x 13 mm cypher and after he predilated the lesion, he connected the cypher with the inflation device but the hub was cracked. He tried to inflate the cypher but the dye leaked out of the hub. A 3.0 x 18 mm cypher was used instead.

Manufacturer narrative:
The device is available for evaluation, but has not been yet returned. The cypher select plus stent is not distributed in the united states, however, it is similar to the cypher sirolimus-eluting coronary stent distributed in the united states. Additional information has been requested and will be submitted within 30 days from receipt.